Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, blank display and low battery alert from the insulin pump. The customer's blood glucose reading was 437 mg/dl. The customer was advised to run a normal 2.0 unit bolus test. The customer stated that the pump recorded the 2.0 bolus. The customer stated that the pump was completely blank. The customer was advised to check the alarm history. The customer stated that there was a low reservoir and low battery alarm. The customer was advised to clean the battery cap contact with a dry cotton swab. The customer will be sent a replacement battery cap. The customer was advised to call back if issues persist.